Event description:
It was reported that the user experienced difficulty attaching the luer connector (lot 31269) to the ilet during a cartridge change, requiring assistance and resulting in delayed therapy and hyperglycemia up to 240 mg/dl for approximately 1.5 hours. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or other acute effects. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and completion of troubleshooting and education. Investigation included review of user-reported event details and product-use troubleshooting. Investigation of this case revealed user difficulty in threading or engaging the luer connector to the device, consistent with connector attachment issues, with no device alerts or alarms reported. It was concluded that the event involved temporary hyperglycemia associated with difficulty attaching the luer connector, and user education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.